Event description:
Customer reported that a patient developed a rash at the site of a hickman catheter. The patient was prescribed elocon creme and referred to a dermatologist. The event resolved following mild cleansing to remove skin prep and adhesive bandage residue. The dermatologist opines that the event is related to the skin prep and adhesive residue.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.